Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the cuff on a total laparoscopic hysterectomy, the needle broke and portion of needle permanently lost in deep abdomen tissue.